Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redr3236 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "the guidewire was checked prior to deployment. Normal access steps taken, venipuncture made. Advanced guidewire, no resistance. Advanced catheter- met positive resistance, so retracted the catheter by pulling back on the wings at that point . Attempted to retract gw and met positive resistance. Patient complained of pain. On palpation over site felt lumpy. Pulled device out under fluoroscopy and frayed pglide wire noted. Patient did not experience any more complaints or issues after device removed. X-ray noted all device remnants removed. Rapid response noted."